Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. Return of the device and sheath may have further aided the analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the protective sheath could not be removed from the 4.0 x 15 mm nc trek balloon. Another balloon catheter was used to complete the case successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.